Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found problems related to reprocessing. In addition the evaluation found: the control section, the electrical connector, the bending tube and the light guide lens were immersed; the connecting tube was buckling; the image guide protector had a scratch; the plug unit had corrosion; the switches did not work; there were dents on the insertion tube; the protector was aged; the instrument channel tube had leakage; due to a pinhole on the channel tube, water tightness was lost and due to damage on the circuit board unit in the endoscope connector, color tone of the image was not proper. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the bronchovideoscope had liquid still dripping after several minutes of sterilization. There was no delay in the procedure and the patient was not under anesthesia. It is unknown what the procedure was, and no patient harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The foreign material could not be identified by the user. Based on the results of the investigation, it is likely insufficient reprocessing may have been conducted due to leakage from biopsy channel, which disturbed removing the material. However, a definitive root cause could not be determined. User may be able to detect the event by handling the device in accordance with the following instructions for use (IFU). "Inspection of the instrument channel". User may be able to reduce/prevent occurrence of the event by handling the device in accordance with the following IFU. "Leakage testing of the endoscope". Olympus will continue to monitor field performance for this device.